Event description:
It was reported that the patient self-removed a medium-length catheter, causing the broken end to detach and leaving a residual segment inside the body. Following an evaluation, the residual catheter was completely removed as directed by the physician, and it was confirmed that no fragments remained in the tissue. There was no bleeding at the puncture site after catheter removal, and the patient reported no discomfort such as chest tightness. Vital signs are stable, and the patient is being monitored. No further information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.